Event description:
Patient uses the tslim tandem insulin pump. She was priming the tubing and forgot to press stop due to an unexpected distraction. She inserted the tubing and didn't realize the pump was still in priming mode until after it had delivered an additional 20 units of insulin, which is approximately her total daily insulin requirement. She went to her local emergency room (ER) and required dextrose infusions to treat/prevent hypoglycemia. There should be a safety feature built into the insulin pump priming so that it's not possible to deliver additional insulin until after the "stop" button has been pressed.